Event description:
Upon returning from lunch at this time, rn informed unit that this patient had the cardiac monitor fall onto the bed and hit the patient's head. Per rn, the ultrasound tech was in the room and getting ready to perform renal us and rrt was helping reposition the boom in the patient's room. After rrt left the room and the bed was raised by the us tech. A call for help was heard by rn and the patient's cardiac monitor was in the patient's bed. Pt was assessed by rn and doctor. No injury noted at this time from rn or doctor. Ice placed to patient's head. Rn to continue to monitor.